Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 104 alarm at the end of therapy on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient(hp) to review therapy. The initial drain volume was 874ml, last fill of 999ml, total fill of 7799ml, total drain of 10232ml, total ultrafiltration(uf) of 2432ml, cycle 4 uf of 2622ml, cycle 3 uf of 46ml, cycle 2 uf of -49ml, and cycle 1 uf of -187ml. The hc showed 1 bypass after the low drain volume alarm. The tsr advised the hp to speak more with their peritoneal dialysis nurse. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The reported issue was confirmed over the phone. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of hi drain 104 (iipv-adult). The assignable cause was undetermined.